Event description:
It was reported that the secondary infusion appeared to ran faster than the intended rate. A non-bd investigation on the involved IV pump and tubing concluded that the event was a result of backflow check valve failure confirmed through visual detection of the infusion bag. There was no patient injury.

Manufacturer narrative:
Date recv'd by MFR: (11/22/2019) correction ¿ date received by manufacturer for the initial medwatch submission should be 22nov2019.

Manufacturer narrative:
Additional information provided: d.10 & d.11. The customer's report that the event was a result of backflow check valve failure was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection under magnification noted the check valve to be assembled correctly with the silicone membrane centered. No anomalies or evidence of damages were observed. Functional testing resulted in the set priming via gravity and it was observed that the water from the secondary set was flowing into the primary set¿s IV bag passing the check valve. The root cause was not determined.

Event description:
It was reported that the secondary infusion appeared to run faster than the intended rate. A non-bd investigation on the involved IV pump and tubing concluded that the event was a result of backflow check valve failure confirmed through visual detection of the infusion bag. It was confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per previous discussion with the customer, it is the policy of uhn not to provide patient information.

Event description:
It was reported that the secondary infusion appeared to ran faster than the intended rate. A non-bd investigation on the involved IV pump and tubing concluded that the event was a result of backflow check valve failure confirmed through visual detection of the infusion bag. There was no patient injury.